Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 150-160mg/dl fasting. Verified the strips expire 01/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 284mg/dl and 277mg/dl not fasting. Reviewed meter memory; (B)(6) no adverse event reported.